Manufacturer narrative:
H6. Investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: clinical reported shortly after rp flex insertion, placement signal not reliable alarm activated. Waveform intermittently went out. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella rp flex for mechanical circulatory support. Shortly after impella rp flex insertion, the placement signal not reliable alarm was activated. Waveform intermittently was noted to go out. The placement signal waveform was visible on the automated impella controller screen after the issue occurred. Pump positioning was confirmed via echocardiogram. The target activated clotting time target was maintained throughout support. At the case of the case, the patient did have an active infection and end organ failure. The catheter was not kept.